Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of failure to deflate imdrf device code a0501 captures the reportable investigation finding of balloon detachment of device. Block h11: investigation results the returned cre fixed wire dilatation balloon device was analyzed, and a visual inspection found a mechanical cut along the catheter, affecting a portion of the catheter and the entire balloon section. A segment of the material was found to be detached and was not returned with the device. Additionally, evidence of kinks and bends was noted along the catheter. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The results of the analysis performed on the returned device found that a mechanical cut was observed along the catheter, affecting a portion of the catheter and the entire balloon section. A segment of material was found to be detached and was not returned with the device. Based on these findings, it is likely that the balloon was intentionally cut to facilitate removal at the physicians discretion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) w/dilation procedure performed on (B)(6) 2026. During the procedure, the balloon would not inflate fully and then would not deflate fully. The balloon was pulled out while still sticking out in the distal end of the scope. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) w/dilation procedure performed on (B)(6) 2026. During the procedure, the balloon would not inflate fully and then would not deflate fully. The balloon was pulled out while still sticking out in the distal end of the scope. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of failure to deflate